Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling. Repeatability was found to be within specification at the customer site after the removal of insoluble contaminants in the sample. An issue with the performance of the analyzer could not be identified. The investigation could not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The sample initially resulted in a troponin t value of 209 ng/l and this value was reported outside of the laboratory. Based on the results of a sample collected from the patient the next day, the physician questioned the initial value. The sample was checked and strands/particles were visible in the sample. The sample was aliquoted and repeated twice on (B)(6) 2021, resulting in values of 4.16 ng/l and 3.05 ng/l. The troponin t reagent lot number was 50137701, with an expiration date of 30-apr-2022.

Manufacturer narrative:
Na.